Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right lobectomy, two reloads were used to staple the pulmonary artery and vein. After successfully closing the blood vessels, the surgeon was working on the lobe and suddenly after 15 minutes noticed that pulmonary vein has been opened on the staple line. The pulmonary vein was sutured by hand to resolve the issue. It was reported that staples fell into patient's cavity and were not retrieved. There was also a blood loss of 500 cc more, which required a blood transfusion of 2 units. The surgery was extended for two hours.